Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys hbsag gen. 2 immunoassay ver. 2 on a cobas 8000 e 801 module (serial number (B)(4)). The initial sample values were reported outside of the laboratory. The first patient sample initially resulted in an hbsag value of (B)(6). The sample was sent to another laboratory for testing using an unknown method, resulting in a (B)(6) value. The second patient sample initially resulted in an hbsag value of (B)(6). The sample was sent to another laboratory for testing using an unknown method, resulting in a (B)(6) value. The third patient sample initially resulted in an hbsag value of (B)(6). The sample was repeated on the e801 analyzer, resulting in a value of (B)(6). The sample was sent to another laboratory for testing using an unknown method, resulting in a (B)(6) value.

Manufacturer narrative:
The method used at the other laboratory is the abbott method.

Manufacturer narrative:
Section d4, expiration date was updated. The third patient sample was provided for investigation. The sample was thawed when it arrived for the investigation. Upon investigation of the sample, the result obtained by the customer could be reproduced. The hbsag result at the investigation site was 0.384 coi (non-reactive). Investigations are ongoing.

Manufacturer narrative:
The method used at the other laboratory is the abbott architect i1000 method.

Manufacturer narrative:
During investigations, anti-hbs, anti-hbc, and hbe-ag tests were performed on the patient sample and all tests were negative. A general reagent issue could be excluded.

Manufacturer narrative:
Further investigations of the sample determined that the reactive result obtained by the customer could not be reproduced on the abbott architect platform. A negative hbsag result was obtained on the abbott platform. Calibration and control data were within specifications. A hardware check was performed and performance testing was outside of specification. Based on the performance testing data, the reagent pipettors are not getting cleaned properly. The investigation could not identify a product problem. A general reagent issue was not found. The reagent performs within specifications.